Event description:
It was reported that the guidewire could not be deployed due to unevenness on the surface.

Manufacturer narrative:
The reported event is inconclusive as no sample was returned for evaluation. A potential failure mode could be ¿jacket surface not smooth/uneven (lumps, nibs present)¿. A potential root cause for this failure could be "improper thickness specification, material selection". The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: "direction for use: the physician should select the proper size and length of the guidewire for the procedure being performed. The guidewire is packaged in a protective coil. Hydrophilic coated guidewires require activation of their coating. Prior to removing the guidewire from the protective coil, inject sterile saline through the port to activate the lubricious coating. Remove the guidewire from the protective coil and carefully inspect the guidewire for separation, bends, kinks or a damaged tip. Introduce the guidewire, flexible end first, into the working channel of the endoscopes or percutaneously into the urinary tract. Advance the guidewire slowly into the desired position. Continuously confirm guidewire position either visually or under fluoroscopy. Carefully withdraw the guidewire taking care not to kink. Note: after use, this product may be a potential biohazard. Handle and dispose of in accordance with accepted medical practice and with applicable local, state and federal laws and regulations".

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete, a supplemental report will be filed.

Event description:
It was reported that the guidewire could not be deployed due to unevenness on the surface.